Manufacturer narrative:
(B)(4). Final analysis of the device revealed gear corrosion. Corrosion and residue seen on the pinion, lower and upper shaft of gear 3, 4 and 5. And also, significant residue and crack seen on the plate of gear 2. Pump failed the 3 rev flow testing two different times with high flow test results.

Event description:
Battery depletion and end of life (eol) was noted. The device was returned for disposal only. Drug per MFR records was morphine.